Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they received failed battery test alarm. The customer's blood glucose value was unknown at the time of the incident. The customer states the battery contacts were not missing or damaged. The customer was advised to discontinue use of pump and replacing. The device will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted.